Event description:
Complete contact lens solution on or about 2007, eyes were red, sore, swollen. Went to health clinic for treatment. Was given antibiotic eye drops for 10 days of use. Went back to wearing contact lenses and eyes became red, swollen, and irritated once again. Went to dr. For treatment. Was given another antibiotic eye drop for 10 days and was not wearing contact lenses for a month. Went back for f/u with dr and she said that my eyes were still red, swollen, with infiltrates and a corneal infection. Was given tear wetting drops for relief. Went back for f/u several more times and was not able to wear contact lenses. Was in for f/u every 2-3 weeks from four months after, finally, in 2007, dr. Gave me a pair of contact lenses to wear, changed the solution; however, still had infiltrates around the cornea. There is now scar damage around my cornea. Dates of ise: 2003- 2007. Diagnosis: contact lens solution for cleaning lenses and putting in. Event abated after use stopped: no. Event reappeared after reintroduction: yes.